Event description:
The customer reported damage to the pump housing and usb port, which did not affect the ability to charge the pump but compromised its watertight assurance. Although the customer was unsure about the specific event causing the damage, it was attributed to normal wear and tear. There was no adverse impact on the customer's blood glucose level because they planned to continue using the current pump until receiving a replacement. Technical support decided to send a replacement pump with updated software and provided instructions for putting the existing pump into storage mode and returning it to tandem. All necessary steps for receiving and handling the replacement were communicated and acknowledged by the customer.